Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since the failure of the substrate was confirmed at the repair base, it is likely that it was caused by the accidental failure of the electronic components of the substrate.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a faulty cp board was found, causing the keyboard and front panel malfunction.

Event description:
A user facility reported to olympus that the front panel and keyboard of the cv-190 were unresponsive. The problem, as reported to olympus, was identified during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.